Manufacturer narrative:
As reported, the capsure fixation device deployed two fasteners at a single fire. The image provided confirms the reported event. One fastener has deployed into the cap of another, along with loose fastener visible in vivo. The subject device was not returned for evaluation. The photos provided cannot assist at determining a root cause. Based on the information provided and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records shows product was manufactured to specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position.¿ and "use caution when applying the capsure¿ fastener over or in proximity to underlying bone, vessels, nerves, or viscera. Care should be taken not to use excessive counter pressure as this may damage the tissue, the material being fixated, and/or the device." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned - sample discarded.

Event description:
As reported, during laparoscopic intraperitoneal onlay mesh (ipom) procedure, the capsure fixation device deployed two fasteners at the same time. It was reported that the device deployed loose fasteners and were removed. There was no patient injury.